Manufacturer narrative:
Internal report # (B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction noted in the complaint: user's test strip had poor fill. Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. Recall #FDA-assigned recall event ID (B)(4).

Event description:
Customer complains of low results. Customer states that she feels well and requires no medical attention. The customer's expected blood result is 100-120mg/dl fasting. Verified the strips expire 5/31/2018. Customer confirms the strips have been properly stored and were first opened (B)(6) 2016. Customer performed a back to back blood test and obtained 84mg/dl and 94mg/dl not fasting. Reviewed meter memory the 81mg/dl (B)(6) 2016 11:22:00 pm fasting:yes, the 44 control solution, the 107mg/dl (B)(6) 2016 12:54:00 pm fasting:yes, the 65mg/dl (B)(6) 2016 11:35:00 am fasting:yes, the 119mg/dl (B)(6) 2016 03:20:00 pm fasting:yes, customer is concerned with 119 mg/dl. Customer received a result of 69 mg /dl today 04:00 am fasting and also at 04:00 pm she received another result of 89 mg/dl after meal that she considers low for her. Customer's normal blood glucose range in the mornings fasting is 100-120 mg/ dl. Customer's meter has the wrong time and date for results from memory.